Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto® 3 system. There was a map shift with no error message, no patient movement, and no cardioversion.it was reported that a map shift occurred during the procedure. They created a remap to continue the procedure. There was no patient consequence reported. Additional information was received. No error was given on the system. Issue was noticed while ablating the posterior wall. The approximate difference in catheter location before and after map shift was10 mm shift. No cardioversion was performed, and no system notification was given that the patient moved.the map shift with no error message, no patient movement and no cardioversion was assessed as MDR reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Manufacturer narrative:
The investigation evaluation was completed on 07-sep-2022. It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto® 3 system. It was reported that a map shift occurred during the procedure. They created a remap to continue the procedure. There was no patient consequence reported. Additional information was received. No error was given on the system. Issue was noticed while ablating the posterior wall. The approximate difference in catheter location before and after map shift was10 mm shift. No cardioversion was performed, and no system notification was given that the patient moved. An investigation was initiated by device manufacturer to investigate the issue. It was found that the reported map shift was caused due to patient movement. According to the carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The history of customer complaints reported during the last year associated with carto 3 system #29079 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the system 29079, and no internal actions related to the reported complaint condition were identified. H6. Component code of ¿appropriate term/code not available¿ represents ue-map shift. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).